Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a health care professional that the during thyroidectomy the patient had the intubation corrected. There was no signal response by nerve stimulation. Position was checked thoroughly and found to be correct. Stimulation re-tried several times, but no signal on monitor. It was concluded that a safe monitoring of n. Laryngaeus recurrens was not possible. Patient was extubated and re-intubated with another endotracheal tube of same type. Thereafter normal signal and the procedure could be continued and completed. The procedure was completed with backup product(s) with 30 mins delay. There was no patient impact. Upon follow up it was stated that the return did not show "0", indicating that current is not being delivered. There was no reported impact. Delay caused longer anesthesia and intubation time.